Manufacturer narrative:
(B)(4). Batch # t5d21n. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage, and with an ecr60g cartridge reload loaded on the device. The cartridge was received fully fired, with the pan detached from the cartridge. The cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test cartridge reload, and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It possible that handling by the customer could have dislodged the pan. Dislodging as a result of the removal of the cartridge from the device is the most likely scenario. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. Additional information was requested and the following was received: current status : unknown. Other medical intervention required: nill.

Event description:
It was reported that during a lap gastric sleeve, the surgeon completed the first firing with a gst60g successfully, but the reload malfunctioned and was struck in the cartridge jaw of plee60a. Second reload was not able to load in the stapler and would not fit with the other option. Used a new plee60a to complete the surgery. There were no patient consequences reported.